Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from both leaflets and embolizing requiring intervention and ultimately the patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. During placement the clip was intentionally relocked at 120 degrees just after lowering grippers while grasping. The clip was deployed, reducing mr to 1. The next day transthoracic echocardiogram (tte) confirmed the clip was stable on both leaflets. However later that day the patient complained of chest pain and was taken to a different hospital where it was noted the clip had detached from both leaflets and embolized and was blocking the ostium of the right coronary artery (rca). A small flail was identified after the clip embolized. Per the physician, the clip detachment may have been related to the thin and prolapsed leaflets. A snare device was used to remove the embolized clip from the patient. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported expulsion (complete clip detachment/ccd), improper or incorrect procedure or method and unintended movement of clip open while locked could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. This event was reviewed by an abbott global medical affairs director and the reviewer stated: in this case of grade 4 degenerative mitral regurgitation, during a mitraclip procedure, the clip was intentionally relocked at 120 degrees just after lowering grippers while grasping. The clip was deployed, reducing mr to 1. The next day transthoracic echocardiogram confirmed the clip was stable on both leaflets. However later that day the patient complained of chest pain and was taken to a different hospital where it was noted the clip had detached from both leaflets and embolized and was blocking the ostium of the right coronary artery. A small flail was identified after the clip embolized. Per the physician, the clip detachment may have been related to the thin and prolapsed leaflets. A snare device was used to remove the embolized clip from the patient. However the patient died post-procedure due to right ventricular dysfunction possibly related to myocardial infarction. The reported patient effects of embolism, angina, unspecified tissue injury, death, and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. Based on the information provided, the embolism and tissue injury were due to the ccd. The angina, heart failure and death appear to be related to procedural conditions. The reported hospitalization, unexpected medical intervention and removal of foreign body were results of case-specific circumstances as the patient remained hospitalized and a snare device was used to remove the embolized clip from the patient. It should be noted that the mitraclip IFU instructs to ¿unlock the clip¿. In this case, it was reported that the user intentionally relocking at 120 degrees just after lowering grippers while grasping; however, it is undetermined if this deviation caused or contributed to the reported issues. The investigation determined the reported the ccd appears to be due to the reported clip opened while locked. The clip open while locked appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
This event was further reviewed by an abbott global medical affairs director and the reviewer stated ¿per the physician, the clip detachment may have been related to the thin and prolapsed leaflets. A snare device was used to remove the embolized clip from the patient. However, the patient died post-procedure due to right ventricular dysfunction possibly related to myocardial infarction. The device contributed to the outcome of death since it caused the right coronary obstruction that triggered the cascade of events.¿ . This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿one echocardiographic video and one fluoroscopic video were provided. The echo video is a collage of pre and post procedure videos consisting of one pre-procedure (lvot view) video and two post procedure videos (lvot and 3d en face). The 3d en face view, taken post deployment, shows a clear tissue bridge between the two leaflets, creating a double orifice effect. This confirms the clip was grasped and secured onto both leaflets post deployment at the time the procedure was completed which aligns with the reported incident details. As the views provided are of an lvot and 3d en face, which can only be obtained from the transesophageal echocardiographic (tee) modality, this confirms the echo videos were taken at the end of the procedure and not during the next-day follow up, which utilized transthoracic echocardiographic (tte) modality. The fluoroscopic video shows the fully deployed and intact clip (no mitraclip system in view) presumably taken during the second follow up at a different hospital in which the clip was observed to be detached from both leaflets (completed clip detachment, ccd). Based on the significant movement of the clip it is apparent the clip is not attached to the leaflets, confirming the reported ccd. In the video, fluoroscopic dye is injected and snares can be seen retrieving the clip. The clip arms appear to be opened to ~60°; this is an approximation based on visual assessment with the naked eye and cannot be confirmed. No pre-deployment cine of the clip was provided, nor is the clip arm angle visible in the echo videos provided. As such, the state of the clips arms prior to the fluoro video (taken next day during follow up) cannot be assessed.¿ the reported patient effects of embolism, angina, unspecified tissue injury, death, and heart failure, as listed in the mitraclip system instructions for use (IFU), are known possible complication associated with mitraclip procedures. Based on the information provided, the embolism and tissue injury were due to the ccd. The angina, heart failure and death appear to be related to procedural conditions. The reported hospitalization, unexpected medical intervention and removal of foreign body were results of case-specific circumstances as the patient remained hospitalized and a snare device was used to remove the embolized clip from the patient. It should be noted that the mitraclip IFU instructs to ¿unlock the clip¿. In this case, it was reported that the user intentionally relocking at 120 degrees just after lowering grippers while grasping; however, it is undetermined if this deviation caused or contributed to the reported issues. The investigation determined the reported the ccd appears to be due to the reported clip opened while locked. The clip open while locked appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.